Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective component.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.